Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that the infusion set was leaking at the headset. The customer alleged this has caused skin irritation and he has experienced elevated blood glucose results. No adverse event was reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.